Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: d8, h3, h6. Correction in the fields: e1, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the defect can be attributed to improper handling. The tip of the telescope should not come into very close contact with other materials when the light source is switched on. If the tip is covered with debris, this can burn into the optical fibers. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope tip melted. The issue occurred during inspection. There were no reports of patient harm.